Event description:
It was reported that during surgery the point was broke. Procedure was completed with the same device. No delay, patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the reported 180 degree cuff stitch left, used in treatment, has been returned for evaluation. Device is over thirteen years old. Visual assessment confirmed the reported breakage. The distal tip at beginning of first bend has been broken off. Broken section was returned for examination and shows evidence of plastic deformation to fracture at the break area. Examination of the break area of the shaft shows evidence of abnormal twisting/bend at fracture point. The condition of the device indicates it was subjected to excessive forces during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported 180 degree left cuff stitch, intended for use in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the tip of the device broke. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.